Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant attempt the physician did not like the lead r-wave measurement in the first placement. It was also reported that the lead was repositioned in a second placement and the physician did not like the lead impedance measurement. The lead was not used and a new lead was implanted successfully. No patient complications were reported as a result of this event.